Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The settings were cut 200 watts/soft coag 60 watts. It was reported that a bowel perforation occurred during a colonoscopy. The colon was resectioned to address the issue and the pt is now doing fine.

Manufacturer narrative:
The esu was returned and thoroughly evaluated. The generator was found to be functioning as intended. Specifically, a technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications on the esu. In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or attributed to the event. Most likely there were many factors involved in the reported event. However, it appears that upon the intervention work, the remaining bowel wall in a thin walled area (i.e., the cecum) was not sufficient to remain intact. Nonetheless, no conclusive determination could be made as to the cause of the incident. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work was performed with the medical staff on 03/23/2012. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.